Event description:
It was reported that while using bd pen needle 31ga 5mm the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: complaining that needle clog occurred.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-12. H6: investigation summary: nine sealed 31g x 5mm pen needle samples and two photos were returned from lot. No. 0140202, cat. No.320129. A clog testing was carried out on all nine samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while using bd pen needle 31ga 5mm the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: complaining that needle clog occurred.